Manufacturer narrative:
Age at time of event: 18 years and under. Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a stent fracture occurred requiring additional intervention. The 40-50% stenosed, concentric shaped, de-novo target lesion was located in the calcified and moderately tortuous proximal to mid left anterior descending (lad) artery. The lesion was pre-dilated with a 2.5x20mm non-bsc balloon catheter at nominal pressure, subsequently a 3.50 x 24mm synergy stent was implanted. Post deployment it was noted the stent was fractured. This was confirmed under intravascular ultrasound (ivus). The fractured stent was post-dilated with a 4.0x15mm quantum apex balloon catheter and a second 3.50 x 12mm synergy stent was implanted. The procedure was concluded without complications and the patient is in stable condition.